Manufacturer narrative:
Hamilton medical ag ref. (B)(4). The report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Based on the logfile analysis, the customer¿s reported issue has been confirmed. The device generated an alarm tf: 5511/tf5510. Furthermore, the calibration autozero failed. 2025-10-11 23:23:48 tf : 5511 tech fault 5511 2025-10-11 23:23:48 tf : 5510 tech fault 5510 2025-10-11 23:23:48 calibration autozero failed calibration 614 2025-10-11 23:23:47 calibration autozero failed calibration 614 2025-10-11 23:23:46 calibration autozero failed calibration 614 2025-10-11 23:23:46 calibration flow sensor failed calibration 600 2025-10-11 23:23:46 flow sensor calibration needed alarms 3005 2025-10-11 23:23:07 audio paused on special 516 2025-10-11 23:23:01 intellicuff mode off special 535 2025-10-11 23:23:01 standby on special 506 2025-10-11 23:23:01 nebulizer off special 501 2025-10-11 23:22:57 intellicuff mode off special 535 2025-10-11 23:22:57 audio paused off special 517 2025-10-11 23:22:57 audio paused off special 517 2025-10-11 23:22:57 tf : 5511 tech fault 5511 2025-10-11 23:22:57 tf : 5510 tech fault 5510 2025-10-11 23:22:56 calibration autozero failed calibration 614 . To address the issue (autozero calibration failed and tf5510 / tf5511) a replacement sensor board was sent to the end customer. According to the partner, this resolved the problem. Hamilton medical considers this case as closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf: 5510,5511. No patient involved.